Manufacturer narrative:
The axium prime pusher was returned for analysis without its dispenser coil. The instant detacher was also returned for analysis. There was no implant coil, microcatheter, introducer sheath or accessories returned with the device. The axium prime pusher was decontaminated. The pusher was broken at the break indicator with the release wire extending out of proximal end of the distal section. The actuator interface, positive load indicator and part of the coupler tube were not returned for analysis. This is indicative that a manual detachment attempt was performed at this location. A bend was found on the pushwire at ~5.2cm from the distal end of the pusher. The coin was found to be pulled back from the lumen stop; with the shield coil present and intact. Under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations and was found to be within specifications. The lumen stop and the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. The retainer ring inner diameter (ID) was measured and found to be within specification. No other anomalies were observed. Based on the analysis performed, the customer claim of ¿non-detachment, detached w/ hypotube¿ was confirmed, however, the cause cannot be determined. The implant coil was found to have already been detached with the pusher broken at the break indicator. Possible causes of failure are: damaged pusher, intact tack weld replacement (twr) crimps, or detachment stick bent or out of specification. Based on the returned device, the pusher was found bent, indicative of either high tortuosity or damage during return shipping to medtronic for analysis. There was no malfunction of the pusher or non-conformance to specification identified that led to the ¿non-detachment, detached w/ hypotube¿. Since the implant coil, twr crimp and actuator interface were not returned, any contribution of the implant coil, twr crimp and actuator interface to the non-detachment could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): warning: ¿the i.d. (Instant detacher) is intended for a maximum of 25 cycles.¿ directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received the investigation has not been completed yet. Once the investigation is complete, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the medtronic coil failed to detach with 2 instant detachers. Two attempts were made with the instant detacher and once with the second one. The coil was able to be detached via the manual method. Afterwards, eight medtronic coils were placed and detached successfully using the second ID-1. No patient injury was reported as a result of the event.